Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "there was blood in the drive line (balloon rupture). Issue was discovered during use on a patient. The issue was resolved by replacing the balloon. Patient's current condition was listed as fine". Associated MDR 3010532612-2022-00382.

Event description:
It was reported that "there was blood in the drive line (balloon rupture). Issue was discovered during use on a patient. The issue was resolved by replacing the balloon. Patient's current condition was listed as fine". Associated MDR 3010532612-2022-00382.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 30cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was the supplied 30cc inflation driveline tubing. Upon return, the short driveline tubing was noted cut. The one-way valve was tethered to the section of the short driveline tubing attached to the inflation driveline tubing. The iabc bladder was fully unwrapped. Kinks to the iabc central lumen were noted. A kink to the iabc was noted at approximately 9.3cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned iabc as well as within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iab. The pump status displayed "ok" indicating the fiber is fully intact. An attempt to aspirate and flush the catheter using a syringe was unable to be successfully completed and pushback was noted. The central lumen was likely blocked by a blood clot. An attempt to pass a guidewire through the central lumen to clear the blood clot was also unsuccessful due to the clotting and kinking to the central lumen. A short driveline tubing was connected to the iabc. The iabc was leak tested. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 14.8cm to 15.3cm from the iabc distal tip and approximately 16.4cm to 18.0cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 17.8cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. Additionally, upon microscopic inspection, the distal end of the bladder membrane was found detached from the distal tip of the returned iabc. Upon further inspection, the condition of the iabc distal tip and bladder tip shows evidence of a previous bond. Upon inspection, the iabc distal tip was still fully intact with the central lumen. Due to the nature of the event, the most probable cause of the blood entering the helium pathway is the leak site from abrasions/contact with calcified plaque. A guidewire was back loaded through iabc distal tip. The guidewire could not advance at approximately 4.8cm from the iabc distal tip. Some blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.2cm from the iabc luer end. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.